Event description:
Had trouble walking [gait disturbance]. Calf muscle pain [myalgia]. Pain during injection [injection site pain]. Case description: a spontaneous report was received on 21-jul-2009 from a (B)(6) female pt with a history of osteoarthritis, initials (B)(6), who experienced pain during injection, calf muscle pain, and trouble walking after starting synvisc. The pt had a history of previous treatment with synvisc (3 injections one week apart in approximately 2006, both knees treated on alternate weeks). She received the current series of synvisc injections (3 injections one week apart in approximately (B)(6) 2007, both knees treated on alternate weeks). She experienced temporary pain during the injections of synvisc. She experienced calf pain in the right leg after her injections of synvisc into the right knee, and calf pain the left leg after her injections of synvisc in the left knee. The calf pain was severe and she had difficulty walking. She was treated in the emergency room with flexeril, and hydrocortisone. No other info was available. At the time of this report, the outcome of the pt was unk. For additional events from this reporter see (B)(4). Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.